Event description:
A nurse reported to baxter (B)(4) that the clampex on an accusol bag had not functioned correctly. On asking further, she reported the wings had not closed fully. This apparently caused the machine to fail and resulted in losing the circuit on both occasions. On the first occasion this happened, the blood was lost in the circuit. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received and evaluated. A visual inspection of the clampex connector found it to be damaged as the left push arm was bent. Closure of the push-arms moves the perforator forward and pierces the solution bag sheeting. This allows fluid flow to the patient connector provided the short seal is activated. There are spring loaded arms on each side of the clampex shell. If the spring loaded arms are held during activation, it is not possible for the perforator to be pushed forward to pierce the sheeting and it can result in the breakage of the connector arms. This has been reviewed with the clinical coordinators for this product and the training material has been updated to ensure the activation technique is clearly understood. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).